Event description:
Related manufacturer reference number: 2017865-2021-17210. It was reported that on (B)(6) 2021 the pacemaker (pm) and right ventricular (rv) lead were explanted for unknown reasons. The patient condition was unknown. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information was received that indicated the patient's system was explanted due to an infection.